Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2006; d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead had high threshold measurements. The lead was capped and a new epicardial lead was im planted. No patient complications have been reported as a result of this event.